Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Customer also reported that the insulin pump died and unable to confirm if the time is advancing. Customer also reported crack on the insulin pump lcd screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.